Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet, with blood glucose readings of 66 and 69 mg/dl, and contacted support asking about consuming additional food or drink; the agent provided non-medical guidance and completed troubleshooting and education. Symptoms included hypoglycemia. Outcomes included device alarms indicating low glucose. Investigation included a review of the reported glucose values and user-reported experience. Investigation of this case revealed that the blood glucose was affected, with the cause of hypoglycemia unclear, and no device malfunction was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.